Event description:
Rptr stated, "tibial insert would not snap down on baseplate. After 3 tries, the same size in a/p lipped was inserted and snapped in place and stayed during flex and extension trial bend. Extended surgery time by 15 minutes." There was no adverse consequence for the pt.